Manufacturer narrative:
The reason for this revision surgery was to remedy a loosened patella after 8 years, 4 months, 19 days in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 32 prior complaints reported against this part; 2 of these complaints with the same failure mode of device loosening. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patella loosening, the surgeon exchanged out only the insert and patella.